Event description:
During the procedure, a piece of the patient's bowel tissue became pinched in the device. The tissue was in the device on the backside, which was the non-operative side. The surgeons were able to tease the tissue out of the device without any injuries. The device was removed and replaced to complete the procedure.